Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed that the front panel was dark, and the power switch was not functioning when switched on, due to a defective circuit board assembly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while testing the subject device before a procedure, nothing was visible on the display. The device could be turned on, but none of the leds [light emitting diode] lit up. The unspecified procedure was completed using a similar device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was reported that the phenomenon was caused by the f-board failure. The cause of the failure of the f board was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.